Event description:
Customer reported she experienced high blood glucose of 459 mg/dl; treated with manual injection. Customer reported she changed the infusion set and reservoir and received an alarm during prime. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind the insulin pump, reinsert reservoir and run manual prime; the device did not alarm no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.